Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer is not performing the air removal steps. Tandem technical support informed customer that not performing air removal step is off label per the tandem user guide. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 150 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.